Manufacturer narrative:
Device evaluation summary: a 28.3 cm of the connector end was returned for analysis. The connector pin length and large boot were both within specification. Visually there was an indent in the silicone of the large boot 2.4 cm from the connector pin. Abrasions were observed on the tubing at 5.0, 5.4, 13.0, 15.2, 22.6 and 25.5 cm. Review and confirmation of manufacturing records was performed. All records indicate the device met specification prior to leaving greatbatch medical. A root cause is not able to be determined at this time since the full device was not returned for analysis. Additionally, there were no allegations against the product. No corrective action will be taken at this time. There is no evidence to suggest the device did not meet specification prior to leaving greatbatch medical.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture and separation was confirmed. The difficulty removing could not be replicated in the lab environment as it was based on case circumstances. Based on visual and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a tight stenosed proximal anterior tibial artery. An armada 14 balloon was advanced to the lesion and pressurized to 8 atmospheres when the balloon ruptured on calcified plaque. There was resistance with the anatomy when removing the balloon and under fluoroscopy, the distal tip was seen to be lodged in the vessel. The tip could not be retrieved, so it was jailed in the calcified lesion using a xience prime. There was no reported clinically significant delay in the procedure. No additional information was provided.